Manufacturer narrative:
Patient weight not available for reporting. Date of device loosening is not known. (B)(4). Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review for part # 04.402.008s lot # h063576. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Release to warehouse date: (B)(6) 2016. Expiration date: 31 jul 2021. Manufactured by synthes monument device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a left radial head prosthesis procedure on (B)(6) 2016. Patient fell twice from an elevated height of approximately 2-3 feet while changing curtains. The radial stem loosened in the intramedullary canal. No other information available regarding patient or the event. Concomitant devices reported: 24mm cocr radial head 2mm ht extension/15.0mm-ster (part 09.402.224s, lot 7855875, quantity 1). This report is for one (1) 8mm straight radial stem. This is report 1 of 1 for (B)(4).